Event description:
It was reported the electrosurgical generator esg-400 had an e433 (internal hardware error) error code. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d9, e2, e3, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed based on the results of the investigation, it is likely that the event occurred due to a defective generator board. Additionally, the front panel was damaged. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.